Manufacturer narrative:
G1 information should reflect (B)(4).

Event description:
It was reported that the patient had chest pain and a previous cardiac effusion. The right atrial lead was removed and replaced. The patient was stable.